Manufacturer narrative:
Method:confirmation of reuse of single use device provided by foreign company representative.

Event description:
The customer reported that, while drilling holes for the tracker, the drill bit broke. The customer further stated that a second drill bit was then used, and also broke inside the patient. The customer further stated that the broken ends of the drills bits were left inside the patient.